Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a full black screen. Customer's blood glucose level was not reported. The insulin pump was exposed to extreme temperatures. The device was not returned.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the unexpected restart, rewind, basic occlusion, displacement and self tests. The pump was monitored and no black screen was noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with a missing end cap sticker, a cracked case at the display window corners, a broken reservoir tube lip, broken battery tube threads and minor scratches on the lcd window.